Event description:
Device 1 of 2: reference MFR. Report #1627487-2012-12070: it was reported that since the implant the pocket area becomes very warm to the point of being painful after about 15 minutes of charging. Because of this, the pt is unable to fully charger the ipg. It was also reported the pt does receive great relief from the system and has no heating or discomfort at any other time. The sjm representative has tried another charger, but it did not resolve the issues. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This device model number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.